Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review indicated several alarms, but as the reported alarm was unknown the problem could not be confirmed though the logs. No abnormalities were identified during visual inspection. An alarm was unable to be duplicated during functional testing. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was unable to be confirmed during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1997. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there were recurring technical issues with a homechoice(hc) cycler (details not reported). No information about patient involvement was provided. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.